Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ae(0): hypotension on (B)(6) 2019, cementoplasty was performed. The target site was sacrum and radiofrequency ablation was performed bilateral (1ablation). The ablation was technically determined successful by pi. Later on the same day the patient experienced a hypotension (severity was moderate). Concomitant or additional medication was given. Outcome: resolved/recovered on (B)(6) 2019. Ae(1): severe acute anemia laboratory test was performed on (B)(6) 2019 and low hbg and hct was the result. Concomitant or additional medication was given. Event was treated with transfusion. Severity of the ae is moderate. Outcome: not recovered/resolved.

Manufacturer narrative:
Other: anemia and hypotension. The quantity of the products have been used in the surgery was 2. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Investigation results: based on my review of past complaints, no similar complaints were found with the provided lot. A review of the DHR (part# cx01b lot# 0009770013) is currently underway and this record will be updated upon review completion. It was reported that the patient died from ¿multiple complications from the cancer¿¿; per the event description the death could not be related to other mdt product or any other device. To date, no product has been returned for analysis; through review of this information, there does not appear to be any correlation between the product performance and the patient¿s death. I would consider this complaint closed unless there is additional information provided to state otherwise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via (B)(6) study that patient underwent unknown surgery on (B)(6) 2019. Post-op, patient had hypotension and acute severe anemia possibly due to combination of malignancy. Patient did receive blood transfusion (B)(6) 2019. Patient died on (B)(6) 2019 due to multiple complications from the cancer except the stroke which was caused by the bilateral carotid stenosis from her smoking.